Manufacturer narrative:
V.a.c.® whitefoam¿ dressing lot number was not available and the dressing was not returned. Based on information provided, kci cannot determine when the foreign material alleged to be v.a.c.® whitefoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. The foreign material was allegedly left in the wound for over the manufacturer's recommendations. Per review of medical records provided to kci by 23-nov-2020, the patient utilized v.a.c.® therapy from (B)(6) 2020 to (B)(6) 2020. Additionally, the patient had a pre-existing bone infection, diagnostically confirmed prior to and after v.a.c.® therapy. At the time of surgical excision of the foreign material, it is unknown if an infection was confirmed as the results of the culture were not provided. This event is being reported as a potential user error. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® whitefoam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On 23-nov-2020, clinical records were reviewed by kci and the following was noted: on (B)(6) 2020, the nurse noted the wound entrance was smaller; it was opened and probed with a cotton-tipped applicator and significant fluid return observed. No dressing was noted in wound. The patient's family member expressed possibility that dressing had been "lost" in the wound. On (B)(6) 2020, the patient's family member reports they were "confused" previous visit and that the dressing was not "lost" by home health; the dressing fell out of the wound when the patient showered. On (B)(6) 2020, the nurse noted a large amount of fluid return when foam was removed from the wound. On (B)(6) 2020, the physician ordered "npwt increased to 150mmhg with white foam". On (B)(6) 2020, the physician ordered "npwt at 150mmhg with black foam". On (B)(6) 2020, the physician noted a non-kci dressing packed deeply within the wound, which is "narrow and deep" with no obvious purulence or surrounding cellulitis. The physician did note a mild odor. On (B)(6) 2020, the nurse reported there was no packing noted in the wound. On (B)(6) 2020, the physician noted the patient's wound has had increased drainage with "some purulence and some odor, as well as inconsistent wound care at home." During exploration and probing a piece of non-kci dressing was removed from the deepest aspect of the wound. No other foreign bodies were identified. Additionally, the physician noted that upon examination, there was nothing to suggest that there was a foreign body within the wound. On (B)(6) 2020, the patient presented for an out-patient surgical procedure to saucerize the undermined areas and fistula tract of a non-healing sacral decubitus ulcer. During the operation, a deeper tract was discovered and two pieces of non-kci product were identified as well as one piece of a foreign material alleged to be "consistent" with a examination whitefoam¿ dressing. The wound was excised and the foreign bodies were removed. Deep cultures were taken. No additional information available. Per kci records, the patient utilized v.a.c.® therapy from (B)(6) 2020 to (B)(6) 2020. The v.a.c. Whitefoam¿ dressing lot number was not available and the product was not returned; therefore, a device history review and a device evaluation could not be performed.